Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced sensor glucose versus blood glucose differences with threshold suspend. Her sensor glucose was 40 and blood glucose was 162 mg/dl. She was advised that her blood glucose and sensor glucose were not within acceptable range. The sensor will be returning for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.